Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as motor error. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was able to complete rewind the insulin pump. The customer declined troubleshooting for high blood glucose. The customer reported the reason of high blood since no insulin delivering because of motor error. The customer reported that the drive support cap appears normal. The customer was advised to discontinue the use if insulin pump and revert to back up plan. The device will be returned for analysis.